Event description:
It was reported during the implant procedure, the leads were tested on the analyzer and showed all parameters that were within normal limits, but when connected to the implantable cardiac defibrillator measured high impedance, high threshold, and decreased r-wave. It was noted that the device setscrew was harder to work. The device was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned and analyzed. No anomalies were found. The set screw had rounded socket.